Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue in which the device boots up, however they are unable to admit patient s. No adverse event was reported.